Event description:
Additional information: the dye study was inconclusive. The event was "known behavior by patient". Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced increased pain after a fall. A dye study was done to rule out a catheter complication. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4). Product type: catheter. (B)(4).